Event description:
The following is correspondence that I have sent to olympus. To whom it may concern, I have been a patient (victim) of your veran system two times/ once on (B)(6) 2023 and again on (B)(6) 2023. On both occasions, after being prepared for thoroscopic surgery following CT/ bronscopic localization of the nodule that I have in my right upper lobe. After this, I underwent anesthesia and intubation for the procedure. On both occasions, I woke up in the recovery room and was informed the "software" had failed and the procedure cancelled. The above occurrences have left me with many questions concerning this ie: are you manufacturing and selling inferior equipment and patients such as myself are the victims. Sincerely, (B)(6). Ref report: mw5116021.